Manufacturer narrative:
The customer reported that the cns (central monitoring system) has no sound. Customer tried new cables and monitor, no change. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The system pcb is defective, however, the part is no longer available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) has no sound. Customer tried new cables and monitor, no change.